Event description:
It was reported that the patient expired. No known cause was reported or device issue. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
No medwatch form was received.